Event description:
Complaint was reported as: several clips go out simultaneously. As a consequence: the suture is impossible. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.